Manufacturer narrative:
Concomitant medical products: 1156t, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for atrial tachycardia/atrial fibrillation with rapid ventricular response detected as ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.